Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during closing over a guide wire, as the knot was advanced to the vessel the suture broke. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The analysis of the returned device did not confirm the reported suture break. Analysis of the returned device revealed the plunger still in the pre-deployed position. The link was found untucked and the lever/foot appeared to have been deployed and parked. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint; therefore the cause for this complaint is undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.